Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was black. The unit was turned off and then back on, after which the pyxis was working.however, there were no delays or adverse events or injuries reported based on this event.